Manufacturer narrative:
Product analysis: the error was confirmed, and attributed to the main printed circuit board (pcb) being out of electrical specification. Both liquid crystal display (lcd) wires were found to be pinched, with insulation breached. The hanger assembly was found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pace generator (epg).the device was returned for service. No patient complications have been reported as a result of this event. On (B)(6) 2019, the epg tested out of specification during analysis.